Event description:
The customer reported that the system batteries were not working. This resulted a total loss of imaging functionality. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge representative evaluated the system and replaced the batteries. The system operates as intended.